Event description:
The case was set-up and started with no problems. The "ccp" continued in cold mode for 1.5 hrs. The coronary sinus pressure was 15 and the flow rate was 150-200 ml/min. There was a gradual loss of system pressure. The "ccp" noticed blood leaking at the lower left corner of the "mps" console. The "ccp" stopped flow and clamped the line. The "ccp" then cut the spike on the crystalloid line, pulled the blood source line off the oxygenator and switched the two. The "ccp" ran through the crystalloid side. The rest of the case was completed, 210 mins total cross clamp time. At the end of the case, the crystalloid side leaked-the bladder bag broke. The inside weld in the bag gave way, then the outside weld of the channel, then the outside weld of the bag on both sides. There were no pt injuries or implications reported by the surgeon or perfusionist.